Manufacturer narrative:
Failure analysis (fa) lab received an avea pcba control board. Fa visually inspected the exterior of the avea pcba control board for any anomalies that may be present, found j603 socket to be damaged and jp801 pin piercing a silicone tube. Fa connected the avea pcba control board with a slave test station after inspection. Fa powered on the user interface module (uim) and found that the display assembly was fully functional. Fa cycled power on and off 10 times, but the display assembly was still responsive. Fa applied a heat gun for 2 minutes while off, then powered the uim on and no loss of functionality was noted. Fa applied heat another 2 minutes while uim was on, and it functioned per specifications. Fa ran the standard service procedure, avea uim software programming procedure set up and avea uim software programming process. Fa connected rs232 cable on to the control pcba and powered the uim back on. Communication went thru and the uim boots up with a blank white screen. Fa uploaded a software application and communication went through. The uim fully boots up and has no further malfunctions after software installation and cycling power 10 times. Fa powered on the uim into service mode to calibrate the touch screen, calibration was precise upon setup. Fa was unable to duplicate customers complaint ¿touch screen not working¿. The avea pcba control board was scrapped. Failure analysis (fa) lab received an avea user interface module (uim) display assembly. After powering on, the screen turned on normally and the touch screen worked perfectly and the screen did not flicker, therefore, the issue could not be duplicated. Fa cycled power for about twenty minutes and it still worked properly. Fa cycled power off and calibrated the touch screen and it still worked properly. Fa cycled power several times and there were still no malfunctions. Fa could not duplicate the issue. The avea uim was scrapped.

Manufacturer narrative:
(B)(4). The carefusion failure analysis engineer evaluated the user interface module and immediately the reported issue was verified as all areas of the touch screen were unresponsive. The assembly was disassembled and all connections were visually inspected and no loose connections were found. After the assembly was put back together with the original parts and powered on was again able to duplicate the issue. This issue is being addressed in an internal corrective action.

Event description:
The customer reported that the touch screen is not working. No patient involvement.